Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the device was removed. The device may have been removed due to lack of pain relief. Nevro attempted to obtain additional information regarding the device removal but was unsuccessful.